Event description:
It was reported that the patient's implant site did not heal properly and became infected due to an injury. The device was explanted on (B)(6) 2015 and has not been returned for evaluation as it was sent to the pathology department.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification.(B)(4)

Event description:
The presence of the infection was confirmed but was determined to be unrelated to the pump and pump therapy. The device was returned for evaluation.

Manufacturer narrative:
Internal complaint number: (B)(4).